Event description:
It was reported that the green handles on triathlon instruments are compromised. They are leaving green material/ markings on other instruments.

Manufacturer narrative:
An event regarding handle wear and degradation involving a headed pin impactor extractor was reported. The event was confirmed. Device evaluation not performed because the device was not returned. Medical records evaluation not performed because it is believed patient factors did not contribute to the reported event. Device history review indicated all devices accepted into stock met specification. Complaint history review indicated there have been no other events associate with the reported lot. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
It was reported that the green handles on triathlon instruments are compromised. They are leaving green material/ markings on other instruments.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.